Manufacturer narrative:
(B)(4) - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, improper component placement, and occlusion of device or native vessel.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A contralateral leg component was deployed. After touch-up ballooning was performed it was reported that angiography showed that the patient's left internal iliac artery was unintentionally covered by the endoprosthesis. The physician reportedly considered that more angulation of the c-arm may have been needed during confirmation of the patient's iliac artery bifurcation. No treatment was performed for the unintentional coverage of the artery. The procedure was completed. The patient tolerated the procedure.